Event description:
On (B)(6) 2014 it was reported by the patient that this left ventricular (lv) lead was not working properly so the lead was cut off. There were complications when this lead was implanted. Thus, the physician had trouble getting the lead / device in due to scar tissue. The patient was then kept in the hosp for 6 weeks. Additionally, technical services (ts) received a call from the doctor's office (B)(6) 2014. The system was already programmed to rv only but the patient is still getting lv pacing. Ts directed the caller to programming the system when lv lead was not used. There was no indication that the suggested programming advised by ts was successfully performed.